Event description:
On 04/20/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. Post-deployment, the physician noted a hematoma and bleeding. Manual pressure was held for approximately 10 minutes when it was noted that the pt had diminished distal pulses; however, the pt was discharged home that evening. On the morning of 04/21/1999 the pt presented her physician with complaints of leg pain and cold feet. An ultrasound confirmed an occlusion and the pt was admitted to the hospital. An arteriogram confirmed an occlusion at the site of the angio-seal. The pt was taken to surgery for removal of the angio-seal and resulting thrombus. It was noted that there was some intima contusion and that the device had been deployed intravascularly. The vessel was repaired with a gortex patch graft. The pt tolerated the procedure well and left the operating room in stable condition. As of 05/19/1999, there has been no further report to the MFR of complication or additional pt sequelae.